Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced high blood glucose. The blood glucose value had went up to 440 mg/dl. The symptoms for high blood glucose were none. The customer was not using the auto mode feature within 48 hours of the reported high blood glucose event. The customer declined to troubleshoot for high blood glucose. No further complications were reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Customer returned device for an alleged device exposed to moisture found on event date july 07, 2022. Device received with moisture damage and blank display noted. Unable to perform the displacement test, sleep current test, active current test and self-test due to blank display. Unable to download device history due to blank display. Device was cut open to perform visual inspection and found moisture damage on the electric board 1 / electric board 2 / force sensor / motor / harness assembly vibrator. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked battery tube thread, cracked case behind the device near the battery tube compartment and cracked select button keypad overlay. Unit received cracked and bleeding lcd glass. Confirmed blank display due to moisture damage at the electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.